Event description:
It was reported patient has a neurostimulator from st. Jude in their spine and the remote for this implantable neurostimulator (ins) did not work either, it was not "registering". "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".